Manufacturer narrative:
(B)(4). Date sent: (B)(6). D4: batch #: e23080019. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cec60a device was returned with no apparent damage and with one cecr60w reload not loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The event described could not be confirmed as the device performed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the device batch e23080019, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. How much blood was lost (ml)? Unknown. 2. Did the patient require a transfusion? No. 3. Could you please clarify if there were any patient consequences? No consequence. 4. Could you please clarify if there were any changes in the post-operative care of the patient as a result of the event? No change..

Event description:
It was reported that during an unk procedure, while treating hepatic vein, noted bleeding after the 2nd fire. Used clips and electrotome to control the bleeding and complete the surgery. Checked the cartridge after the surgery and found that the staples were deployed normally on the both ends of the cartridge. However, staples in the middle of the cartridge were not deployed. No patient consequences reported.